Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional intervention revealed that the replacement date has not been decided at this point. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the facility and is not expected to return for analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional intervention revealed that the replacement date has not been decided at this point. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the facility and is not expected to return for analysis.

Manufacturer narrative:
Correction to impact codes - information was presented in previous report's description (b5).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.